Manufacturer narrative:
The crep2 reagent lot number and expiration date were not provided. The field service engineer (fse) replaced the tubing on 2 rinse stations, cleaned and unclogged the nozzles on 1 rinse station, cleaned the suction tubing, adjusted the water supply pump and the gear pump, and adjusted the cell rinse levels. Afterward, the instrument worked within specification. The customer has not complained of any further issues. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested for creatinine plus ver.2 (crep2) on a cobas c 703 analytical unit. An example of discrepant results was provided for 1 patient sample. The initial result was 108 umol/l. Based on the patient¿s prior result, the sample was repeated with a result of 76.2 umol/l.